Event description:
It was reported that a user received low glucose alerts on the ilet system, and the user had earlier treated a perceived low with cake, candy, and juice, which led to hyperglycemia in the 400s and concern for sensor inaccuracy. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 401 mg/dl. Fingerstick confirmed glucose level of 214 mg/dl at then end of the call. Outcomes included the need for troubleshooting and education and transfer to the continuous glucose monitor (cgm) manufacturer for further support. Investigation included user counseling on appropriate hypoglycemia treatment to avoid overtreatment and guidance to replace the g7 sensor and contact the sensor manufacturer. Investigation of this case revealed suspected inaccurate cgm readings relative to fingerstick, contributing to discordant alerts and subsequent overtreatment. It was concluded that the event involved user overtreatment of hypoglycemia with likely cgm sensor inaccuracy, and the user was advised to change the sensor and coordinate with the cgm partner. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.